Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected for use. In the right lower vein, the wire became stuck and the splines inverted. The catheter was replaced, and the procedure was completed without any complications. The device is expected to be returned for analysis

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected for use. In the right lower vein, the wire became stuck and the splines inverted. The catheter was replaced, and the procedure was completed without any complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was inspected. It was found that the guidewire was stuck, and one of the splines in the distal cage remained inverted. An attempt to insert a new guidewire was unsuccessful due to resistance encountered during insertion. The catheter was then dissected for further evaluation. Inspection revealed damage to the guidewire lumen within the distal inner hypotube, likely caused by mechanical stress from a pebax break and delamination, along with a collapsed braid. Additionally, white spots were observed at the break point of the pebax.